Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header noted no anomalies. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed and all values returned within normal limits. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported loss of capture. 3191 code was used to denote surgical intervention.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header noted no anomalies. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed were all values returned within normal limits. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported loss of capture. (B)(4).

Event description:
It was reported that this pacemaker patient with other manufacturer right ventricular (rv) lead had presented to the emergency room with elevated thresholds and non-capture. There were multiple episodes failure to capture on telemetry printouts and the patient was in continuous atrial flutter. While there overnight there were 41 pauses observed, where the longest one was 15.1 seconds. The device was reprogrammed to output of 3.5v at 1.0ms. There were also observations of pacing impedances that had decreased to 400 ohms. The patient had gone into cardiac arrest and required external pacing, where the patient had recovered well. The device system was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p), and device was returned for analysis. No additional adverse patient effects were reported.